Event description:
It was reported that the user was informed to initiate a freestyle libre 3 plus sensor using the ilet mobile application, and an agent assisted with starting a new sensor after discovering the sensor was in use by another device, after which activation was successful. No adverse clinical symptoms reported. Outcomes included no impact on health and no need for medical intervention. User support included user education, troubleshooting, and confirmation of successful pairing and activation via the ilet app. Investigation of this case revealed that the sensor had been associated with another device prior to reactivation, and resolution was achieved through proper start-up and pairing steps for the intended system. It was concluded, based on previously established findings for similar reports, that the cause was user setup error resolved with appropriate education and correct device pairing.